Event description:
It was reported that an implant remained unretrieved, unsecured in the patient. The reporter stated the first implant was deployed then the second implant was deployed. At that point, the suture from the first implant broke and came apart; it was retrieved. The second implant remained in the patient unretrieved, unsecured. The case was completed with a competitor's device. No further patient information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. Neither the retrieved implant nor the suture was returned with the device; only the spears and handpiece were received. No issues were found with the returned pieces; all pieces met specifications. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. The product directions for use warns against the use of excessive force; slight rotation of the trocar may ease deployment of the implant. The dfu also instructs the user to not pull the trocar back into the cannula after it has been advanced as this could permanently deploy the implant. The following text is being added to step 4 of the surgical technique: note: if resistance is encountered during insertion of the implant, rotate trocar back and forth approximately 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.